Event description:
It was reported per field service report: pump was on pt. Symptom - the intra-aortic balloon pump (iabp) is not reading arterial pressure (ap) from a transducer. Actions taken: front end board replaced as it was recognizing some transducer and not some others.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.